Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Additional information was received that the left ventricular (lv) lead threshold is elevated and the impedance has now started to vary between 400 and 1280 ohms with the current programming. Boston scientific technical services (ts) was consulted and discussed possible troubleshooting options. The clinic has opted to monitor the patient with quarterly in-clinic device interrogations and wireless remote monitoring. The patient will be scheduled for an x-ray at a future follow-up visit. Thus the system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
The cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead were received for analysis from an unspecified source. This would indicate that a revision procedure occurred. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Event description:
Additional information was received that the patient was seen in the office where the high out of range left ventricular (lv) lead impedance was able to be recreated. Subsequently they reprogrammed the lv pacing configuration. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had contacted the clinic in the middle of the night stating that his device was emitting tones. Boston scientific technical services (ts) was consulted and upon review of the data in the remote home monitoring system it was noted that the left ventricular (lv) lead exhibited out of range impedance measurements from the previous day. Ts advised bringing the patient into the clinic the following day to evaluate the system. The field representative is attempting to obtain additional information from the clinic. No adverse patient effects were reported.